Event description:
It is reported that a customer received a failed battery-test alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was 140 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Findings: cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. There was a failed battery test alarm due to corroded battery cap contact.